Event description:
It was reported that while surgeon was impacting the graft it fractured at the point where the inserter holds the graft. The loose pieces were removed. The surgeon attempted to remove the posterior part of the graft but was unable to. Due to the tight fit of the graft it was decided to leave the posterior portion.

Manufacturer narrative:
Method: risk assesment. Result: the reported event of spacer main body fracture intra-op was confirmed via email correspondence with the stryker sales rep. The product was not returned. Conclusion: the probable root cause of this event is impaction force applied to the graft during the insertion.

Event description:
It was reported that while surgeon was impacting the graft it fractured at the point where the inserter holds the graft. The loose pieces were removed. The surgeon attempted to remove the posterior part of the graft but was unable to. Due to the tight fit of the graft it was decided to leave the posterior portion.